Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the cause of the error was a plug on the connection cable to the monitor that was not properly engaged. The plug connection was cleaned and reconnected - it is working properly again. The device will remain out of service until a new cable (fsca312 coiled cable) is installed. The old cable had no fault, it was the version with the plug connection. The plug was not connected correctly. Fsca312 new coiled cable installed. Functional check carried out, all tests passed. Device is fully operational again.

Manufacturer narrative:
Due to character restriction, initial reporter: (B)(6). A supplemental report will be submitted upon completion of additional findings.

Event description:
It was reported by the customer that during patient transport, the cardiosave intra-aortic balloon pump (iabp) monitor/screen stopped working briefly and went dark. No patient harm was reported.